Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. After a guide wire crossed the lesion, a 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The balloon was completely removed from the patient's body. The procedure was completed with a 5mm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).